Manufacturer narrative:
Device evaluated by MFR: a catheter was returned for analysis. The catheter was attached to the advancer however the catheter housing was returned separately. The rotawire was returned independently to the device. A visual examination of the complaint unit was carried out. The handshake connection was inspected and no damage was noted. A connect/disconnect test was attempted to examine the integrity of the connection and no issues were noted. The complaint unit was attempted to be wet tested. The rotablator system was unable to reach optimum speed and the device stalled. Upon inspection it was noted there was a tear in the sheath around the distal coil and that saline was not reaching the end of the sheath but was being expelled through the sheath. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Reportable based on additional information received on (B)(4) 2014. A 1.25mm rotalink burr was used to treat the target lesion. During preparation the device was tested by attaching the advancer to the burr but it did not rotate at maximum speed only at dynaglide level. The procedure was completed with another with same device. No patient complication were reported and the patients' status was stable. However based on additional information it was noted there was a tear in the sheath around the distal coil.

Event description:
Reportable based on additional information received on (B)(4) 2014. A 1.25mm rotalink burr was used to treat the target lesion. During preparation the device was tested by attaching the advancer to the burr but it did not rotate at maximum speed only at dynaglide level. The procedure was completed with another with same device. No patient complication were reported and the patients' status was stable. However, based on additional information it was noted there was a tear in the sheath around the distal coil.

Manufacturer narrative:
(B)(4).